Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3708640, serial# (B)(4), product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#:(B)(4); product ID: 3708640, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). All codes apply to ins and extensions. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy. It was reported assigned with registration verified some information with mdt rep (B)(6) about the registration. Per email response from rep, verified they had case with the patient on (B)(6) 2018 wherein they removed the pc battery and extensions due to infections. Both leads were capped and they would let it clear up and hopefully replace battery and extensions in 6-8 months. Patient was released on high antibiotics and would be monitored by surgeon. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va1nzf1, product type: lead; product ID: 3387s-40, lot# va1nzf1, product type: lead; product ID: 3708660, serial# (B)(4), product type: extension; product ID: 3708640, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.